Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre pro wireguided dilation balloons used during the same procedure. It was reported to boston scientific corporation that the two cre pro wireguided dilation balloons were used during an esophageal dilation procedure performed in the esophagus on an unknown date. According to the complainant, during the procedure, it was noted that the balloon had a pinhole. The same issue occurred on the second cre pro wireguided dilation balloon. The procedure was completed without using another device. There were no patient complications reported as a result of this event.